Event description:
MFR's rep reports the extension device was returned for evaluation following explant due to infection. The history provided shows the pt realized a revision of the product due to high impendance readings detected subsequent to an automobile accident. The pt underwent total system removal and the extension products were returned to the MFR for analysis for suspected breakage of the wires. Additional info has been requested from the hcp. Follow-up reports will be sent if additional info becomes available. See two MFR reports numbered 3004209178200602119 and 2182207200602424.

Manufacturer narrative:
Final device analysis results for model 37083 reveal all four conductor wires are broken; fracture located 11-cm from the proximal end.